Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I don't have the details yet on some of the products involved, pinn cup and ceramic insert and head. It was a revision and they had major problems removing ceramic insert. They tried the alternative bearings removing instrument, the small ceramic extractor and nothing worked. They spend at least an hour trying to remove the insert. They even called me from the or to verify if they were using the right instruments and technique, but nothing worked. They finally tried to cut the ceramic insert with a midasrex diamond burr with no results. They finally opted to try to remove the cup with the insert still in it using (B)(4) explant instrument. While tapping on the handle, the ceramic insert finally cracked and they were able to remove it. I will know for sure next tuesday,I will then see the surgeon, how much time was lost. I understand that no harm was really done to the patient other than extended anesthesia. A t handle was also broken during this case, part of the tip broke, due to wear. Also a ceramic extractor tip was damaged. Extended anesthesia.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.